Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Aviva combo meter ¿ serial number ¿ (B)(4). Aviva nano meter ¿ serial number ¿ (B)(4).

Event description:
Customer reportedly received the following results on a aviva combo meter, compared to a aviva nano meter, within 10 minutes: 150 mg/dl (aviva combo) and 41 mg/dl (aviva nano). The same vial of test strips was used for both readings. No death or serious injury reported. Requested return of suspect device for evaluation.